Event description:
It was reported the customer had a keypad anomaly. The customer's mother stated their keypad was unresponsive. It was also found the customer's insulin pump would freeze while attempting a rewind. Customer's blood glucose was 228 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The up arrow button did not respond due to a flattened button dome switch. No frozen screen during testing was noted. The pump also had minor scratches on the display window, a cracked case at the display window corners, a cracked belt clip slot, and a cracked reservoir tube lip.